Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the experienced hyperglycemia. The customer blood glucose level went up to 600 mg/dl and they contacted the ambulance and blood glucose came down to 411 mg/dl. Customer also stated that insulin pump received pump error alarm. Customer stated they were able to clear the alarm also able to rewind the insulin pump. Customer stated the pump was without a battery for greater than 8 hours. It was unknown that if the insulin pump was in auto mode at the time of the incident. The insulin pump will not returned for analysis.